Manufacturer narrative:
A ventilator was reported failing internal leakage test. Our field service engineer investigated the ventilator on site and replaced a pressure transducer printed circuit board. The unit was passed all functional tests. The pressure transducer printed circuit board (pcb) was sent for further investigation. Simulated testing using the faulty pressure transducer board could not reproduce the reported error. Visual inspection verified traces of liquid on the pcb and dirt on the pressure sensor. Liquid/moisture on the pc board can cause a failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The pressure transducer test fail most probably happened due to liquid/dirt on the pressure transducer pcb.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).